Manufacturer narrative:
B3, date of event updated for consistency with the complaint description. E1, initial reporter email updated from (B)(6) to n/a as this email address does not correspond to this ticket contact. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive control and negative control). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The 23 discrepant results were positive for the rsv target. The amplification curves of the samples appeared as expected. The curves which led to positive interpretations exhibited a sigmoidal shape. Sample ids (B)(6) were flagged for internal control failures, but the positive result remains valid. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover was not identified. Note: the ticket does not explicitly state that the discrepant results (false positives) were against the rsv target. However, all sample ids provided were positive only for the rsv target therefore this investigation only focused on the rsv target. Per ticket text, improper handling of the reagents appears to be the likely cause for the discrepant results. Additionally, the internal control failures for a few of the samples could have also been due to improper handling. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 520695. Additionally, customer data review verified that the curves for all samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 5 additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 520695. All five tickets are currently elevated and pending an independent investigation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported they had received false positive results on their alinity m resp-4-plex assay. The customer questioned the results due to a high amount of positive results retrieved on (B)(6) 2021. The molecular application specialist (mas) confirmed that the curve analysis did not show any abnormalities. The cycle number (cn) values were between 31 and 38. There were no samples on those trays which could have caused a possible carryover contamination on the level of the amp trays. It was confirmed that the samples were not retested as there was no volume leftover. The customer stated they did report the positive results outside the laboratory. They confirmed that there had not been any report of patient impact due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.